Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. G6 ; follow-up 1. H6: update medical device code to from 1225 to 1227.

Event description:
Customer reporting 3 false positive sars result, 2 for themselves and 1 for their spouse. Customer states their result was confirmed negative by pcr but no confirmation testing was performed for their spouse. Report 1 of 3.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi root cause: customer procedural error source: phone.